Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pumps involved in the reported incident was never returned to any of our b. Braun facilities for investigation or evaluation therefore the issue reported could not be confirmed. Further investigation of the complaint is not possible without a sample.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: staff nurse was walking down the hall and heard a pump alarming. Went into the patient room where she noted that the bag was dry and the pump was alarming air-in-line, but the pump was still pumping. Nurse states that the air got within 4 inches of the patient. This pump was not sequestered, and was returned to circulation. Unknown serial number.